Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v125945, implanted: (B)(6) 2008, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).

Event description:
The consumer reported that stimulation was too strong and they couldn't decrease due to a communication error. This was considered a sudden change in therapy. The poor communication screen was on the patient programmer. The issue had resolved earlier, but reoccurred. The patient used the antenna, turned the programmer screen on, pressed the sync button, and received the therapy screen. The patient was able to decrease stimulation to a more comfortable level. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.